Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioned properly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and broken belt clip slot.

Event description:
It was reported that the customer received a motor error alarm. The insulin pump was exposed to an MRI back in october. The customer's blood glucose level was 207 mg/dl. The customer was unable to complete the rewind sequence. He was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.